Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was done. It was found that the customer did not change reservoir and infusion set. Customer will monitor and continue to use the insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.